Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Right hip revision; primary implant date: (B)(6) 2016. Reason for revision: pain, leg length inequality. Relevant patient pre-existing conditions/ comorbidities; right hip replacement insitu. Patient activity levels; ambulant. Mg. Unknown jrn: pinnacle cup 56mm; pinnacle liner 56 od 32id; ceramic head 32+5; corail stem ka10.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.